Event description:
It was reported that removal difficulties were encountered. The severely stenosed target lesion was located in a vessel in the moderately tortuous and non-calcified biliary tract. A 8.0 x80, 135cm charger balloon catheter was advanced for dilatation. However, during procedure, the balloon could not be withdrawn easily. The procedure was completed with another of same device. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a charger device 8mm x 80mm, 135cm, 80mm, 18atm was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. Solidified media was present in balloon. It is not known when the balloon was subjected to positive pressure. The balloon was visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. The severely stenosed target lesion was located in a vessel in the moderately tortuous and non-calcified biliary tract. A 8.0 x80, 135cm charger balloon catheter was advanced for dilatation. However, during procedure, the balloon could not be withdrawn easily. The procedure was completed with another of same device. There were no complications reported and the patient's status was stable.